Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot baloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints 3009307931-2025-00025, 3009307931-2025-00023."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A photograph was provided for evaluation. Based on the photo evidence, the complaint of a torn and detached pilot balloon is confirmed. The edges of the tear appear uneven and not a clean cut caused by a sharp object. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the hcps have identified, the breakage in the assembly of inflation pilot baloon & manual vent during the proseal insertion on the patients in the first use. Associated complaints 3009307931-2025-00025, 3009307931-2025-00023 and 30093 07931-2025-00022."